Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the sync button did not work during a sync cardioversion procedure. There was no negative patient impact.